Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a colon stenting treatment procedure, stent dislodgement occurred. The "very tortuous" target lesion was located in the splenic flexure. A 30/25 x 9 wallflex enteral colonic stent had been advanced to treat the target lesion. The physician was not able to fully deploy the stent due to the tortuosity of the lesion. The physician attempted to remove the device. During withdrawal, the handle of the device broke due to the physician's "force". The partially deployed stent dislodged inside the patient. T he physician attempted to retrieve the stent by unspecified means. The physician was able to remove the delivery sheath but the stent remained inside the patient. The patient's current condition is listed as "stable".